Event description:
Physical therapy was to take oncology patient for a supervised walk around the unit using two staff and a standard walker. Following policy, the bed was in its lowest position, the mattress was deflated and the brakes were locked. Patient stood near the middle of the bed for about 30 seconds then his knees began to buckle. The two staff attempted to return him to the bed by lowering him down to a sitting position but the bed moved sideways as they attempted to scoot the patient back with the patient's help. The bed continued to slide away until patient's legs were about 45" to the floor. The staff had to lower the patient slowly to the floor by using his gait belt then used a sling lift to put the patient back in the bed.